Event description:
It was reported that the patient experienced an abscess at the pod insertion site while the pod was worn on her back. Upon pod removal, the skin site appeared different and was described as an abscess approximately the size of a walnut. The patient sought medical attention on (B)(6) 2026. Additional information was received on (B)(6) 2026; the patient confirmed that the abscess had been surgically removed under general anesthesia (date not specified). Following the event, the patient¿s healthcare provider discontinued pod therapy and switched the patient back to insulin pens; the patient is no longer an active customer with insulet. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site abscess and surgical removal. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.